Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl and 348 mg/dl, 349 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they did contact their health care professional regarding high blood glucose. The insulin pump will not be returned for analysis.